Event description:
It was reported that a user experienced rising blood glucose before breakfast while using the ilet with a contact detach infusion set, and troubleshooting found no alerts or alarms, insulin visible in the cartridge, a dry exterior and site, correct tubing connection, and no drops observed during the fill tubing step after dispensing 60 units, after which a full supply change was completed without issue. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution steps through troubleshooting and education. Investigation included guided user troubleshooting and a complete supply change. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms and no observed delivery obstruction during the guided checks. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.